Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on 6/21/2022 while reportedly wearing the lifevest. The patient received an appropriate treatment which resulted in a post-shock asystole. The device was started up at 12:50:12 on (B)(6) 2022. At 12:51:59, an arrhythmia was detected. ECG vf. At 12:53:12, the patient received the appropriate treatment. The rhythm at the time of treatment was vf. The post shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The device was shut down at 12:58:34 on 6/15/2022. Per holter monitor the patient was in asytole at the time of the device shutdown. The patient passed away on (B)(6) 2022.